Manufacturer narrative:
(B)(4). The lot number provided, m5360t511, was confirmed as an invalid lot number. A review of the device history record is not possible as the lot number provided was incorrect. The product involved in the report has been returned and is being processed for evaluation. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the patient. This is the second of two reports. Refer to 8030647-2016-00199 for the first report. It was reported by the sales rep that an incident occurred regarding a broken catheter during suctioning. The catheter broke from the hub and became lodged in the patient's airway. No additional information was provided.

Manufacturer narrative:
Additional information received on 29sep2016 stated that an unknown failure with no harm to the patient reported to have occurred. Therefore this event, 8030647-2016-00200, will no longer be considered reportable. No further information on the complaint will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Additional information received on 29sep2016 stated that an unknown failure with no harm to the patient reported to have occurred. Therefore this event, 8030647-2016-00200, will no longer be considered reportable. No further information on the complaint will be filed. Please refer to 8030647-2016-00199 for the remaining reportable event.